Event description:
It was reported that in preventive maintenance after 1,5 min of drill testing, e6 error trips as handpiece overheats. No patient involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device could not be established as the reported problem was not confirmed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. Visual inspection found that the exterior condition shows minor wear (scratches). Nothing was identified visually that contributed to the reported problem. In addition, a visual inspection was performed on the part beyond the reported complaint. There were no additional visual observations identified. A functional evaluation was performed and the reported problem was not confirmed. The drill was run 1.5 minutes and no error presented. In addition, the functional evaluation was performed on the part beyond the reported problem. No additional non-conformances were identified. Therefore, the root cause was established to be no problem found. No containment or corrective actions are recommended at this time.